Event description:
It is reported that the patient's insulin pump had a motor error. The patient's blood glucose level was unknown. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
Motor error alarm during basic occlusion test and alarmed at 4.0 lbs due to protruded/loose drive support disk. Unable to perform occlusion and excessive no delivery test due to motor error and a33 alarm. The motor was tested outside the device and passed motor test. Pump received with cracked case at display window corners, cracked reservoir tube lip, belt clip slot and missing end cap sticker.